Event description:
The physician reported through a device tracking update mailer, received 1/03/2004, that this patient had a small proximal type I endoleak with increasing aneurysm size detected on CT in 2004. Not intervention was indicated at this time.

Manufacturer narrative:
Device remains implanted in pt. Investigation into this reported event is currently in process.